Event description:
On (B)(6) 2010, dr. (B)(6), prepared my abdominal cavity with a veress needle to remove a cancerous prostate using the robotic-assisted davinci system. On (B)(6) 2010, escalating pain resulted in exploratory surgery with the discovery of abdominal sepsis and a 20 cm through and through perforation to my small intestine. An 8cm segment of bowel was removed and a replacement of an ileostomy followed. On (B)(6) 2010, successful reversal was performed. I asked the doctor what happened. He claimed he did not know. Four years later, two unsuccessful scar revisions and ongoing mental and physical health rehabilitation, I had finally found one answer to my questions; what caused the injury. On (B)(6) 2014, (B)(6), found the perforation was consistent with injuries from trocars, not da vinci. They did not know who inserted the trocar. I do not know if the injury was due to inexperience, lack of attention, poor judgement or veress needle failure.